Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: manta was deployed , and vessel became occluded. Had to stent in order to get flow back to the vessel. Additional information: micro puncture and ultrasound were utilized to gain higher positioned access in the right common femoral artery. Vessel size was > 6mm with no reported calcification or tortuosity. Measured depth for the manta was 5+1 cm. Systolic blood pressure was 180mmhg and act was 161 prior to closure and both heparin and protamine were administered during the procedure. A post procedure angio showed that the vessel was occluded. The physician stated that the footplate may not have been positioned correctly. A stent was placed, and the patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Higher-positioned access was gained utilizing ultrasound guidance and a micropuncture kit. The right common femoral arteriotomy was greater than 6.0mm, clear of calcification and tortuosity, with a measured depth of 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheath. Following the undisclosed procedure, heparin and protamin were administered, and activated clotting time was measured at 161. The 18f manta was then deployed to the measured depth, and hemostasis was immediate. A post-angiogram confirmed an occlusion, and the physician mentioned the manta anchor may have not been positioned correctly. A stent was deployed, successfully re-establishing flow. The root cause of the occlusion potentially was due to the higher positioned access. A higher positioned access site can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site, likely caused by the malpositioned anchor. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all of the collagen within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair. There appears to be no product quality issue with respect to manufacture, documentation or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta was deployed , and vessel became occluded. Had to stent in order to get flow back to the vessel. Additional information: micro puncture and ultrasound were utilized to gain higher positioned access in the right common femoral artery. Vessel size was > 6mm with no reported calcification or tortuosity. Measured depth for the manta was 5+1 cm. Systolic blood pressure was 180mmhg and act was 161 prior to closure and both heparin and protamine were administered during the procedure. A post procedure angio showed that the vessel was occluded. The physician stated that the footplate may not have been positioned correctly. A stent was placed, and the patient was reported as fine post the procedure.